Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the tube clamp assembly was broken. The user was able to install a spare tube clamp assembly and finish the case successfully. There were no adverse consequences to the pt as a result of this event.